Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The test reservoir stayed locked in place. No reservoir compartment anomaly noted. The pump was received with a missing address/serial label, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir fell out of insulin pump during the night. Customer's blood glucose was 342 mg/dl. Customer was advised that to call back should issue persist.